Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause of the event was not reported. Treatment included an unspecified intraperitoneal drug (frequency and dose not reported). The patient hasn¿t recovered from the event and the action taken with dianeal therapy was not reported. No additional information is available.